Event description:
During service by baxter, the infusion pump was found to contain a cracked door assembly 1 and 2. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 13, 2007. Evaluation summary:a baxter service technician evaluated the device and found a cracked door 1 and 2 assembly. The cracked door 1 and 2 assembly were replaced..review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.